Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified yellow particles material was found on the shell, flat creases and no openings were found in the device. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no observations found related with the complaint reported by the physician. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Health professional reported left side "contracture," baker grade unknown, and "silicone leaking." The device was explanted.